Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing thresholds, low amplitude, noise, oversensing and pacing inhibition of four seconds on the right ventricular channel. Troubleshooting options and further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.